Manufacturer narrative:
Investigation of the cadd-legacy® plus pump was implemented by biomed. Identified issue alarm code 1871. The device outer aspect in good physical condition. Key pads in place and removed, so event log could be accessed. Test were replicated to event that occured. Once powered up, the lec 1871 displayed and verified the malfunction. Pump was opened up and found to have motor drive gear off from the cam gear. The pump gears were loose. Corrective maintenance done to reassemble the gear function. Unknown cause of the cam gear to become loose. The device went under functional and delivery testing and passed all inspection.

Event description:
Information received by msd biomedical company, that a smiths medical cadd-legacy® plus pump, alarm code 1871. Medwatch form filed with company. No adverse patient events reported.